Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a esophagogastroduodenoscopy procedure. (Exact date unknown). According to the complainant, during the procedure, the physician turned the handle without difficulty and successfully deployed the first three ligation bands; however, the fourth band prematurely released and deployed together with the fifth band. The scope was withdrawn and the physician manually removed the fourth band from the ligating device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported issue of band deployed prematurely. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.